Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018 arjo was informed about the event involving maxi twin passive floor lift and the clip sling. It was reported that during the resident transfer from the bed to the wheelchair, a part of the sling (hook) ripped off causing that the patient fell down. The resident sustained moderate head injury. After one week from the event, the resident passed away. It was not possible to determine, whether the event contributed to the resident's death.

Manufacturer narrative:
The sling involved in the event was passive clip sling, model: maa4000m-ll-l1, serial number (B)(4). Both the maxi twin lift passive floor lift and passive clip sling were inspected by arjo representative. One of the hook in the sling was unstitched. The lift was working within the manufacturer's specification. The analysis of all gathered information is ongoing. Additional information will be provided upon manufacturer's investigation conclusions.

Manufacturer narrative:
On 20 sep 2018 arjo was informed about the event involving maxi twin passive floor lift and the clip sling. It was reported that during the resident transfer from the bed to the wheelchair, the leg strap got ripped off causing that the patient's fall. As a consequence, the resident sustained head injury. After one week from the event, the resident passed away. It was not possible to determine, whether the event contributed to the resident's death. The resident involved in the event was 89 years female with weight: 68.3 kg. The sling involved in the event was the large unpadded passive clip sling manufactured in march 2018. This accessory was inspected by the arjo representative after the event and the stitching issue was confirmed. The involved maxi twin passive floor lift was also evaluated by the technician, however no failure was identified. Following all collected information, the sling was inspected by the facility staff before use. The involved sling was not available for the investigation, therefore it was not possible to perform technical expertise, which could indicate the exact cause of the claimed issue. Based on the product knowledge and photographic evidence provided to the record, a few most likely scenarios could be pointed out: - the discolored threads visible in the photograph may indicate that the sling could be cleaned not in accordance with the cleaning instruction (included in the instructions for use 04.sc.00-int1_2) recommended by arjo. Based on this instruction, the sling should be washed at 70° with using the common commercial detergents without optical brightener. The chemicals such as chlorine, softener, iodine-based disinfectants, bromine and ozone are not allowed. The cleaning not in accordance with the IFU/ care label has a significant impact on the mechanical and physical properties of the product and its components. The assumption that the facility staff did not follow the cleaning procedure cannot be confirmed, due to limited information available. - the other probable scenario includes broken stitching due to the application of the external force. The sling could be pulled during the transfer in the opposite direction in normal use which can be caused by the caregiver pulling the straps that way by hand, or, a much higher strain, when the strap/sling has become caught in an obstruction. - the third hypothesis can be incorrectly sewing of the strap during the manufacturing process. The nonconforming sewing process can be caused due to the coil of wire mixed on the line or temporary disruption of sewing machine parameters cannot be excluded. The above-mentioned scenarios are the most likely ones, however none of them could be confirmed based on the information collected. The sling was not available for the further evaluation. The review of similar reportable events for the maxi twin passive floor lift and similar devices revealed one complaint related to this type of event: stitching issue of the leg strap. This complaint is the one investigated here. Based on that, it can be concluded that this is the isolated case. In summary, the maxi twin passive floor lift and the passive clip sling were used to transfer the resident and played a role in the reported event. The evaluation of the involved devices confirmed that the sling did not meet the manufacturer's specifications during the event. The complaint was decided to be reported to competent authorities because the resident sustained serious injury.